Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. The patient stated she has a low blood sugar reading of 40 mg/dl while the dexcom was showing a signal loss. She drove herself to the emergency room at 8:30pm and was seen by a physician. She was provided an intravenous (IV) drip to raise her blood sugar and was released from the hospital. At the time of contact, the patient was doing good. It was determined that loss of connection was related to the mobile application. Data was provided for evaluation. Loss of connection was confirmed, however, the device operated within specification. A probable cause could not be determined. No additional event or patient information is available.